Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Evaluation of the returned sample found the balloon had been previously inflated. The patency of the guidewire lumen was tested and passed. The inflation hub was connected to an inflation device and the balloon was inflated with water to rate burst pressure (rbp = 12 atm) and held for approximately 60 seconds. During this time, no leaks or ruptures were found. The balloon was completely deflated within listed specification. This test was repeated twice more, with the same results. The complaint investigation is unconfirmed for deflation issues, as the device deflated without issue and met all specifications under laboratory conditions. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Specific warnings, precautions and directions for use of the vascutrak pta dilatation catheter are included in the current instructions for use (IFU).

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that the pta balloon was slow to deflate in the sfa. The patient complained about leg pain. No known impact or consequence to the patient.